Event description:
The manufacturer received information alleging an internal flow sensor failure. There was no harm or injury reported. During evaluation of the device by the manufacturer field service engineer (fse), error codes evt_o2_prop_stuck, evt_o2_regulation, and evt_press_sensor_mismatch were found in the ventilator's downloaded error log. Additionally, the device failed test steps during testing. The oxygen blender module and system board were replaced to address error codes evt_o2_prop_stuck and evt_o2_regulation. It was believed that debris/contamination caused the evt_press_sensor_mismatch error and test failures. The outlet side panel, system board tubing, fio2 tubing, blower chassis tubing, blower and flow sensor were replaced to address the issue.